Manufacturer narrative:
This issue is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.

Event description:
It was reported that this pacemaker exhibited a high pacing rate of 120 bpm while the patient was hooked up to an echocardiogram, post-operatively. The pacemaker had a blended sensor with bipolar programming. It was noted that this high pacing rate was observed after a lower extremity venogram procedure. Random noise was observed on the electrogram (egm), and there appeared to be telemetry interference that was impacting the minute ventilation (mv) sensor. Additional information received indicated that turning off or moving the telemetry resolved these high pacing rate and noise. This device remains in service. No adverse patient effects were reported.